Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The red alert indicated the device triggered a lead safety switch (lss) due to high impedances out of range in the non boston scientific right ventricular (rv) lead. Furthermore, the patient was evaluated in the clinic and the field representative was able to reproduce the noise with isometrics and pocket manipulations. Additionally, high pacing thresholds were observed with a suspected loss of capture, leading into the patient experiencing shortness of breath. Technical services (ts) recommended to increase the output and increase the sensitivity if the patient requires pacing. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The red alert indicated high impedances out of range in the non boston scientific right ventricular (rv) lead. Furthermore, the patient was evaluated in the clinic and the field representative was able to reproduce the noise with isometrics and pocket manipulations. Additionally, high pacing thresholds were observed with a suspected loss of capture, leading into the patient experiencing shortness of breath. Technical services (ts) recommended to increase the output and increase the sensitivity if the patient requires pacing. At this time, this device remains in service and there were no adverse patient effects reported.